Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: mdical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 311.5 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip was 1 mm and appeared degraded. Examination under magnification confirms the pattern on the tip is consistent with normal degradation. Light from the sma connector was bright and round, indicating no fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the exposed glass tip had normal degradation. Additionally, light from the sma connector was bright and round, indicating no fracture within the connector. No defects were identified during product analysis that would likely contribute to the fiber connector overheating. Laser fibers are consumable devices and the exposed glass tip is intended to degrade with use. Examination under magnification confirmed the exposed glass tip experienced normal degradation. Procedural usage and handling likely contributed to the fiber degradation. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on october 9, 2020 that a flexiva 200 laser fiber was used in a flexible ureterolithotripsy procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a dornier h20 laser console with laser settings of 8 joules and 800 hertz. According to the complainant, during the procedure, the fiber was breaking the stone normally, but as the procedure went on the fiber ceased to be efficient and at a moment stopped working. It was found that the fiber connector had become very hot. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 9, 2020 that a flexiva 200 laser fiber was used in a flexible ureterolithotripsy procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a dornier h20 laser console with laser settings of 8 joules and 800 hertz. According to the complainant, during the procedure, the fiber was breaking the stone normally, but as the procedure went on the fiber ceased to be efficient and at a moment stopped working. It was found that the fiber connector had become very hot. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.